Event description:
During a right shoulder arthroscopy, while surgeon was shaving the area, the oval bur tip came apart from the shaver. The surgeon was able to retrieve the bur tip from the joint with a clamp.